Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that 1 month post stenting in the internal carotid artery (ic), thrombus formed within the stent (subject device). The thrombus was attempted to be suctioned with a suction catheter without success. Another attempt was made with a stent retriever without success. The stent retriever became blocked at the tip of the subject stent. A trapping technique was performed by surgical operation. There was no residual effect to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stent thrombosis is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event.

Event description:
It was reported that 1 month post stenting in the internal carotid artery (ic), thrombus formed within the stent (subject device). The thrombus was attempted to be suctioned with a suction catheter without success. Another attempt was made with a stent retriever without success. The stent retriever became blocked at the tip of the subject stent. A trapping technique was performed by surgical operation. There was no residual effect to the patient.